Manufacturer narrative:
The subject otv-s190 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s190 to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject video system center otv-s190 and xenon light source clv-s190 in the laparoscopic surgery of gynecology. At the beginning of the procedure, the user inserted the endoscope into the patient¿s body. At that time, the color of the endoscopic image became abnormal and the endoscopic image became dark. The user replaced the subject otv-s190 and clv-s190 with the similar device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc continued to investigation the referenced devices, however the phenomenon could not reproduced. Omsc determined that the subject otv-s190 met specifications. The exact cause of the reported event could not be conclusively determined, however there is possibility of this phenomenon is attributed to the following. The user handling of the device was inappropriate, such as the temporal ingress of liquid and/or foreign material into the subject otv-s190. It caused by the usage environment of the facility, such as the temporal malfunction due to the noise. Olympus stated the appropriate handling of otv-s190 and the counter measures against abnormalities in the instruction manual of otv-s190. There were no further details provided. If significant additional information is received, this report will be supplemented.